Event description:
Additional information received from the patient indicated that no steps were taken to resolve their issue of charging more often than they used to. The patient indicated that they don¿t know what to do. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome and spinal pain. It was reported that the patient¿s medical conditions had changed as far as what was going on with their body. Per the patient, the orthos and specialist needed to do an MRI but could not do the MRI due to the stimulator. It was reported that because of this the patient had to be in pain 24/7. It was reported to be serious because the patient had trouble walking, had to permanently wear a knee brace, and had damage to knee and neck. The patient was in constant pain due to their leg. The doctors could only do a CT scan (not of the knee). The patient confirmed that all of the medical conditions and symptoms were related to each other and not the device. The patient had a brain aneurism and surgery on (B)(6) 2015 and had a 2nd aneurism that was monitored. Because an MRI could not be done they did not know that the patient had a broken neck until (B)(6) 2016. The implant was in the patient ¿s hip and the leads were running straight up the middle of their back which was why they could not get an MRI. Medical history was provided reporting that CT scans were performed every 3-6 months and x-rays of the neck were ever 3 months. The patient had asked their doctor about removing their device for the MRI (not device related) but the hcp said no due to the patient¿s ¿chronic pain and everything.¿ the patient was not happy with the device because they could not get an MRI. It was reported that the patient had to charge too frequently. It was taking them longer and longer to charge which made the patient worry about charging all the time. Usually a full charge took 4 hours and now it was taking 7-8 hours to charge fully. It was ¿like the battery was getting weak because it was on 24/7, was always on high, and it had been on the same settings/usage since implant.¿ it was noted that the patient had not changed settings or switched groups. The patient was not happy with the device because it was taking too long to charge. It was noted that the patient inquired about primary cell batteries and batteries that were MRI compatible. The patient was going to see their doctor and call back. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they weighed (B)(6)lbs and their weight has been the same. They also reported that they charge every two days instead of ¿like once per week¿. The patient then went reiterate not being able to have an MRI. The patient was very aggravated about not being told that their device was not MRI compatible. The patient reported that they had some other serious medical problems going on and the reason for the MRI was ¿kind of¿ related to their device, only because it stopped them from having an MRI. The patient reported that they wanted the device removed or replaced with a device that would allow them to have an MRI. They were redirected to follow-up with their healthcare provider (hcp) regarding having the ins removed/replaced. The patient stated that they had reached out to their hcp and the hcp told them to reach out to the device manufacturer. It was reviewed that a medical doctor had to remove/replace the ins and they needed to work with their doctor in this situation. The patient reported that if they were ever unhappy with the device they could have it taken out. Again, they were redirected to their hcp regarding device removal. They also reiterated that the device ¿wasn¿t charging properly¿. The patient reported that they ran it 24/7 on high and they used to only need to charge it once per week. They were unable to confirm if this was a continuation of the charging issue previously reported. They were aggravated and hung up. No further complications were reported/anticipated.